Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the missing adhesive could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited missing silicone rubber at forceps cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.